Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 3000 ohms when connected to the new competitor device. However, it got normal impedances when the physician opened the pocket back up and reconnected the lv lead. All other lv pacing configurations yielded normal lead diagnostics. Boston scientific technical services (ts) discussed possible reasons of these oor impedance measurements as well as troubleshooting measures. This lv lead remains in service. No adverse patient effects were reported.